Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Reporter is an attorney.

Event description:
Pfs and medical records received. Pfs alleges discomfort, asymmetric wear and instability. After review of medical records for the MDR reportability patient was revised due to failed acetabular component. Revision notes reported of large amount of scar tissue , osteolysis, 2 peripheral screws were removed, and found the cup to be loose. Clinical visits reported of loose acetabular cup, and osteolytic defect. Doi: (B)(6) 2004; dor: (B)(6) 2005; (left hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.